Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 547 mg/dl. Customer reported to have bent cannulas with other sets. Customer did not have time to continue troubleshooting due to being at work. Customer was educated on serters. Customer was advised to change complete sets and that sample sets would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.